Event description:
The metal tip detached from the wand. It was seen at back of knee on a scope. There was metal and plastic in the joint space. Not all plastic was recovered by the surgeon. Some parts were recovered. Added 30 minutes to procedure.